Manufacturer narrative:
An imris serivce engineer assessed the operating room table at the customer site and isolated the cause of the malfunction to the acutator component within the table's rotational locking mechanism. The service engineer removed and replaced the actuator component and functionally tested the table after the repair. The actuator was returned to the manufacturer and an internal corrective action has been initiated to further address this issue.

Event description:
The customer reported the ort200 operating room table's rotational locking mechanism was intermittently failing to lock table rotation in place or to unlock to allow table rotation. No patient involvement was reported.